Event description:
Same case as MDR ID: 2134265-2014-03208, 2134265-2014-03209 and 2134265-2014-03210. It was reported that stent damage post deployment occurred and the stent was explanted. A flow restoration procedure was being performed in the mid left anterior descending artery (lad). Access was obtained via the radial artery and a non bsc guide wire along with a choice extra support guide wire were placed in the lesion. Four promus premier stents, sizes 2.50x12mm, 2.25x20mm, 2.50x24mm and 3.00x38mm, were deployed in the lesion, all overlapping each other. The choice guide wire was removed from the patient and it was noted that all four stents were intact and looked good under angiography. The physician then attempted to remove the non bsc guide wire; the device was pulled back but resistance was noted. On taking the next angiogram, it was discovered that the distal 40mm of the stents were compressed and the guide wire was entangled in the stents and could not be removed. The patient was eventually taken to bypass surgery to remove the guide wire and the four implanted stents. Surgery was successful and the patient¿s current condition is good.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).